Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00960 it was reported that patients ipg became unable to communicate with external devices, patient lost weight and experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced with new placement to address the issue.